Event description:
It was reported by the rep that the device was used during a laparoscopic spine procedure. It was reported the gasket was torn on the five millimeter trocar. It occurred within the first fifteen minutes of the case. The surgeon removed defective trocar and finished the case with another trocar. There was no consequence to the pt.